Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of nonsustained right ventricular oversensing was observed. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable throughout the event.